Event description:
New information noted implantable cardioverter defibrillator (ICD) was oversensing noise. Programming changes were performed to resolve the issue. There were no patient consequences.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting unspecified over-sensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.